Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, trs100sb2, anchor tissue retrieval system, was being used during a lap chole procedure on (B)(6) 2025 when it was reported, ¿the metal rod protrudes out of the bag when the string is pulled to close the retrieval bag after specimen is put in. The string could not tighten fully (thus bag unable to close fully) as the rod is still stuck inside the ring.¿. There was no report of medical intervention or hospitalization for the patient. The procedure was completed with a 10-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but video evidence has been provided. Root cause cannot be determined, however, based upon the videos and the IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of 4 devices for this lot number; occurrence rate is 0.001 for this lot. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding 11 devices, for this device family and failure mode. During this same time frame 839,391 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, trs100sb2, anchor tissue retrieval system, was being used during a lap chole procedure on (B)(6) 2025 when it was reported, ¿the metal rod protrudes out of the bag when the string is pulled to close the retrieval bag after specimen is put in. The string could not tighten fully (thus bag unable to close fully) as the rod is still stuck inside the ring.¿. There was no report of medical intervention or hospitalization for the patient. The procedure was completed with a 10-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.